Event description:
User uses the left arm for repositioning and transferring. He is (B)(6) and all that weight is put on that arm. Over time, it bends out until the metal bends and the arm sockets break.